Manufacturer narrative:
D10 concomitant products: abstack15, abstack15 abs fixation device 15 tacks, (lot#:n3h2130y), abstack15, abstack15 abs fixation device 15 tacks (lot#:n3h2130y), abstack15, abstack15 abs fixation device 15 tacks (lot#:n3h2130y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a hernia procedure, when tacking the mesh into the abdominal wall, all 4 device were not tacking or deploying correctly. It was reported that some of the tacks fell into the patient's cavity but was retrieved. Another tacker was used and hand sewing the mesh resolved the issue. The surgical time was extended 30 minutes or more due to the product problem.